Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock impedance measurements high out of range. Technical services (ts) was consulted and noted that the left ventricular automatic threshold (lvat) test was detected as suspended or greater than programmed amplitude. Ts stated to consider in clinic threshold testing. This crt-d and rv lead remain in service. No adverse patient effects were reported.